Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination on the j1 and j101 connectors, table top board, and sd card. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device would not power on and that there appeared to be water damage.